Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: the reported complaint was unable to be confirmed as no sample was returned and photos were not provided. Testing was not conducted for the investigation. If product is returned at a later date, the complaint will be reopened for further investigation. No non-conformances were found during the DHR review.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device could not be successfully inflated, the air bag was adjusted and fixed but still failed. The tracheal intubation was then removed and replaced with a new one. The second intubation was successful and the initial intubation's air bag was found to be damaged. There was patient involvement and no patient harm/adverse event reported.